Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; the patient underwent a laparoscopic reduction and repair of incarcerated incisional hernia, and lysis of adhesions. The patient experienced incarcerated bowel in the abdomen, obstruction, and adhesions.